Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) over a year ago. The patient and the physician had decided not to replace the device as their heart function had improved. Now, the device subsequentially reached end of service (eos) and alerts were triggered due to charge circuit timeout and charge circuit inactive. The device remains in use. No patient complications have been reported as a result of this event.